Event description:
It was reported a motor stall dialog box appeared when the pump was read today for a refill. The patient had an MRI unrelated to the pump system at around midnight, and the pump had not been read since. The pump was read for a second time shortly after the first, and it still showed a stall. The patient had not heard any alarms and was having no symptoms. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).